Event description:
No additional information.

Manufacturer narrative:
Photos received for investigation. Through visual inspection, lubricant appears on the stopper of the syringe, which appears to be silicone, however we are unable to confirm. Physical samples are required to further analyze and identify the foreign matter. A device history review was performed for reported lot 3199004 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Retention samples from the same lot were evaluated, no defects or issues observed. Results verified amount of silicone was with the required limits. Based on the investigation results, no manufacturing related defects could be identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that the bd syringe plastipak 5ml s/su contained foreign matter. The following information was provided by the initial reporter translated from portuguese to english: "we received an alert from hospital mãe de deus that they found a problem with bd 5ml syringes, lot 3199004, it has liquid inside the plunger. We asked our purchasing department to contact bd and see if we could receive this lot at santa casa. We heard back from bd stating that we received (B)(4) units in october/23. We checked internally and have so far located one unit from the batch, which has the same description as that given by the mãe de deus hospital. Photo samples attached." Additional information provided on 01/12/2024, translated from portuguese to english: could you check and confirm any other units related to this event? No other units related to this incident if so, please state the quantity with the batch number? Na is the sample related to the incident available for analysis? If so, how many units? (We collect a maximum of (B)(4) units for analysis purposes) - no sample available so far, we have only found the unit shown in the photo samples in our stock, but due to the notification reported to anvisa, the sample is held at the disposal of the agency, and we cannot make the sample available.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.